Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on rv lead. Patient was asymptomatic. No further information was available.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016.

Event description:
New information received notes that the patient was doing fine post-procedure.